Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve and reference valve. The fse replaced the buffer valve and reference valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged erratic erroneous ise (ion selective electrolyte) patient results generated on cell 2 system au5800-20, chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within specification prior to event. Customer did not provide initial and repeat patient results.